Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through the clinical review. The root cause of this event is due to user error - the customer placed the gas line on the gas outlet, rather than the gas inlet port. The complaint will be included in associated awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, "per (B)(6) on the initiation of cpb the arterial blood became dark. After troubleshooting, it was discovered that the gas line was connected to the gas outlet port instead of the gas inlet. Gas outlet port had a green cap." The product was not changed out, there was approximately a 4 minute delay in surgery, there was no blood loss, and surgery was completed successfully. Intervention was required to prevent harm to the pt - the gas line tubing was moved from the gas outlet port to the gas inlet port.